Event description:
It was reported that a half day infusor was observed to have particulate matter inside the balloon during filling of an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2014 to july 25, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle approximately 0.86 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy determined that the particle was polyester. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.